Event description:
A CT scan indicated that the electric array was not inside the cochlea. In 2006, the patient had revision surgery to re-position the electrode array. The patient's device was explanted to treat a csf leak which occurred at the time of repositioning surgery.